Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check with the programmer, there was discordance of the position between the cursor on the screen and the stylus pen. When calibration was attempted to resolve the issue, the cursor could not be moved to the lower left on the display screen and the "start" icon could not be clicked. The programmer is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus and cursor were not aligned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.